Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found doppler probe to be defective. It was later stated by the fse that the unit was handed over to the customer but the doppler was not working and that the customer was not interested in purchasing the parts from us. The complaint will be closed and in the event new information was to become available, the file will be reopened and updated.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units doppler was not sensing the pulses. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.